Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a system failure during autofill. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the system failure occurred when autofill started. Fault code #64 stored in fault log and found pressure to be 230 mmhg. Specification should be 375 - 415 mmg. The flapper valve on pressure head damaged by a screw that holds diaphragm in place. The screw was a different color screw (black) than the one supplied by maquet for this part. The company representative installed the kit 5000 hr prevent maintenance ((B)(4)). The metal plate that holds the diaphragm in place showed evidence of wear and of hitting the inside of the pressure head wall. The knob release ((B)(4)), p-clamp with mounting ((B)(4)), label blank cover ((B)(4)) were all replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).